Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a large number of sensing integrity counter (sic) oversensing episodes. It was also reported that the rv lead and right atrial (ra) lead exhibited mirror image oversensing of noise. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.